Event description:
On 25mar2026, the customer reported that a patient¿s enzymatic creatinine (crea) assay, tested on their au5800 chemistry analyzer, showed falsely high results. The customer attributed high results to igm paraprotein interference within enzymatic creatinine assay. When the sample was diluted and tested on different (non-beckman) analyzers, the results were lower. Due to high results being released outside the laboratory, the patient was recommended to a renal referral. The was no report of harm or death associated with this event. By 14apr2026, upon obtaining additional information, beckman coulter became aware that the patient was then sent to the emergency department (ed). The customer could not confirm whether the patient received any treatment while at the ed. The customer only indicated that the patient¿s chronic kidney disease stage was changed from stage 3b to 4. No further details were provided. The customer did not provide patient data or demographics.

Manufacturer narrative:
Beckman coulter reviewed the enzymatic creatinine assay¿s instructions for use (IFU) clearly state under ¿interferences¿: ¿in very rare cases gammopathy, especially monoclonal igm ((waldenström¿s macroglobulinemia), may cause unreliable results.¿ the beckman field applications specialist (fas) adjusted the parameter settings to have a ¿z¿ flag to hold all high creatinine results for review to resolve the issue. The customer was satisfied and no further issues were reported. The analyzer returned to normal operation. Section a2, a3, a4, and a5: information not provided by customer. Section e1, initial reporter telephone number is (B)(6). Beckman coulter internal identifier is case-(B)(4).